Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection with sepsis and urinary tract infection (uti). The patient was treated with antibiotics. There were no additional adverse patient effects reported. The lv lead remains in service.